Manufacturer narrative:
Results: the first velocity delivery microcatheter (velocity) was fractured approximately 103.0 cm from the hub and bent approximately 141.0 and 154.0 cm from the hub. Conclusions: evaluation of the returned devices revealed that the first velocity evaluated (second velocity mentioned in the initial complaint) was fractured. This type of damage typically occurs due to improper handling during use. If the velocity is manipulated forcefully against resistance during withdrawal out of the patient anatomy, damage such as this may occur. Further evaluation revealed that the second velocity evaluated (first velocity mentioned in the initial complaint) was kinked. This damage likely occurred due to forceful manipulation at an extreme angle during removal from the packaging hoop or preparation for use. The non-penumbra device, ace 64, and neuron max mentioned in the complaint were not returned for evaluation. Penumbra catheters are 100% visually evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-00312.

Event description:
During preparation for a medical procedure, a kink was noticed on the velocity delivery microcatheter (velocity) (lot # f66873) after removal from its packaging. The kinked velocity was found prior to use and was not used for the procedure. The procedure continued using a new velocity (lot # f66925). During the procedure, while advancing another manufacturer's stent through the velocity, the physician met resistance but successfully delivered the stent into the clot and completed the procedure. After removing all the devices (velocity, stent device, penumbra system ace 64 reperfusion catheter (ace 64) and neuron max 6f 088 long sheath (neuron max)) from the patient, the physician noticed that the mid-body of the velocity was fractured. There was no report of an adverse effect to the patient.